Event description:
It was reported that the anesthesiology department opened the assembled infusion bag to pre-connect and found that there was an air leak and the side wrapping seam was leaking and could not be used. There was no patient involvement reported and no patient harm/adverse event reported. There were five quantities affected and five available samples for return.

Manufacturer narrative:
E1: 13611700234. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: five assemblies returned for investigation. Units received with secondary labeling as required. One of the units received has writing written in black marker. Under 10x magnification, each unit was noted to have a rf seal that had came apart approximately 3 inches from side seal allowing a leak channel. Visual inspection of the unit was able to verify leak channel on returned assemblies. Functional test by manually pumping assembly using hand bulb assembly confirmed leakage at the visible point where seal came apart. Clear cuff assembly are 100% leak tested prior to release. It appears the seal came apart after product was shipped during subsequent use. Reported problem of air leakage noted in the complaint has been confirmed due to rf seal that has come apart. CAPA-0008063 was opened post lot# listed for investigation and any preventative and corrective actions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.